Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received error codes. The insulin pump had the rainbow effect and a crack in the battery housing. The buttons were sticky and non-responsive. Customer's blood glucose level was not reported. The device was not returned.